Event description:
During a coronary drug eluting stenting treatment procedure the stent was damaged. A 2.50 x12mm taxus express2 drug eluting stent was unable to cross a lesion in an unknown vessel. It was noticed that the stent was kinked. The procedure was completed with a 3.00x16mm taxus express2 stent. No patient complications were reported.